Event description:
(B)(4). On (B)(6) 2016, I had a total hysterectomy with bilateral salpingectomy to remove the essure coils from my body.

Event description:
(B)(4) I have had loss of libido, chronic inflammation, vertigo, joint pain, weight gain, gastrointestinal problems